Event description:
Tarnish was found on the synframe soft tissue retractor. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. For the investigated the synframe soft tissue retractor in question, it was established that traces of corrosion can in fact be found on the surface. It is assumed that the deposits have accumulated as a result of residue following cleaning and sterilization processes. The traces may be removed. In connection with the build-up of rust, it can generally be said that all materials, even stainless steel, are only rust-resistant to a limited degree. Rust resistance only applies, therefore, if the materials are dry and are not stored in contact with other metallic objects. All contact with metals in damp or wet conditions produces electrolytic reactions, resulting in contact corrosion. No product defect could be established. Manufacturing documents were reviewed and no complaint related issues were found.